Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, the farastar generator was selected for use. Upon each charging attempt, the system displayed error 305 (voltage failure). As a result, the procedure was canceled. The patient's condition and clinical outcome following the event are unknown.